Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. Several attempts to contact the customer regarding patient harm information was requested. At this time, there is no customer response. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that vela failed on a patient. The unit lost a power and alarmed high pip. Patient harm is unknown.